Event description:
It was reported that while cutting tissue during a da vinci s prostatectomy procedure, the monopolar curved scissors instrument came apart and the tip fell into the patient. The piece was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and detached left blade were returned and evaluated. Per the customer reported complaint, engineering observed that the left blade fractured at the cross section of the grip cable crimp. Half of the cable crimp is exposed and the fracture plane of the blade is nearly straight. No other damage was found. Per the information provided by the initial reporter, the broken piece was successfully retrieved from the patient.